Event description:
It was reported that the user experienced a low blood glucose of 48 mg/dl, self-treated with oral carbohydrates (bread), and blood glucose subsequently rose to 90 mg/dl. Investigation of this case revealed no findings available and that the cause was not established due to insufficient information provided at the time of call. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.